Manufacturer narrative:
Although requested, no additional information about the patient information or event provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the emergency department, an over-infusion of heparin programmed to run over twenty hours had completed in two hours. The customer states that it may have been related to an override of the pcu guardrails. The customer states there is unknown patient harm.

Event description:
It was reported that in the emergency department, an over-infusion of heparin programmed to run over twenty hours had completed in two hours. The customer states that it may have been related to an override of the pcu guardrails ("human error"). The customer further stated there was no patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion of heparin was not confirmed; however the customer indicated the issue was associated to a user error. The devices and event /error logs were not returned for investigation, therefore, no testing or log analysis could be performed. The root cause of the customer¿s experience with an over infusion was determined by the customer to be caused by a user error.